Manufacturer narrative:
The insulin pump was received stuck motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a33 alarm. No blank display or display anomaly noted. No moisture damage was found on the electronic assembly. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error, compromised force sensor alarm, blank display, and moisture damage . Customer's blood glucose at time of incident was 84 mg/dl. After the troubleshooting was done, customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.